Event description:
A pt had been receiving medication utilizing this device on a pic line. After therapy was completed, the caregiver discontinued the IV and flushed the line. When the pt moved around, blood was noted dripping from the connector. The rptr stated that the connector had last been changed 48 hours before the incident and this was the first time that nothing was connected to the line. The rptr stated that the connectors are changed every 48 to 72 hours. The package insert reads that the connector should be changed every 24 hours. One month ago, the rptr was told by the MFR that testing had been done and the new insert would read that the product should be changed every 48 to 72 hours. The MFR told the rptr that she would be sent a letter to this effect; she has not received the letter.